Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (concentration of "7.5" at an unknown dose) via an implanted infusion pump. The indication for use was unknown. It was reported that a catheter tear occurred while implanting. There were no external factors that may have led or contributed to the issue, and no troubleshooting was necessary. Another catheter was used and the issue was resolved at the time of report. No additional surgical intervention occurred or was planned, and the patient's status was alive - no injury. The patient's weight and medical history were asked and unknown and would not be made available (legal/confidential reasons). No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter found damage occurred to the catheter body and/or guidewire during implant. If information is provided in the future, a supplemental report will be issued.